Event description:
The user facility reported that the involved run through ns guidewire device short run through tip lodged distally and when it was pulled it broke off in the prox portion and was retained in the rca. There was no patient injury. Defect was not visible. The device failed in the adult cath lab room. The procedure performed was a right coronary artery intervention. The length of time the device was in use was 60. The procedure outcome was completed therefore no action was taken. The event occurred intra-operative. Additional information was received on 23 feb 2023: terumo medical received an FDA medwatch report # mw5114776. The outcome of attributed to an adverse event that required intervention. The event description stated that during a cardiac cath (catheterization) procedure, coronary wire, the short run through tip lodged distally and when pulled it broke off in the prox (proximal) portion and was retained in the right coronary artery (rca).